Event description:
Philips received a complaint from the customer regarding a v60 ventilator indicating that the main alarm failed during system boot-up. The device was not in clinical use at the time the issue was discovered, and no patient involvement or harm was reported. The customer evaluated the device with assistance from the remote service engineer (rse), who confirmed the reported problem. Restart attempts did not resolve the alarm failure, and no error codes were displayed. The rse recommended an onsite evaluation of the speaker assembly, central processing unit motherboard, and power management board. A field service engineer (fse) was dispatched and replicated the reported main alarm failure. Inspection identified that the speaker was not fully secured, preventing the alarm from activating. The fse reseated the speaker connection, after which the alarm functioned normally. No parts were replaced. The device passed all required performance verification testing per philips standards and was returned to service. The investigation concludes that no further action is required at this time; the complaint file will be reopened if additional information is received.